Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2018-02332.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils and a ruby coil detachment handle (handle). During the procedure, the physician successfully placed the initial ruby coils in the target vessel using a non-penumbra microcatheter. The physician then advanced a new ruby coil in the target vessel and used the handle to detach the ruby coil. It was reported that the black alignment zone was separated and the physician thought that the ruby coil was detached. However, upon removal of the ruby coil pusher assembly, the entire coil was pulled out the microcatheter and onto the back table. The procedure was completed using another ruby coil, the same handle and the same microcatheter. There was no report of an adverse effect to the patient.